Event description:
It was reported that during a lap chole procedure, the device jammed and locked onto the cystic duct. Maneuvered off the tissue and manually pulled the handles apart. Two clips were fired prior o this happening. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Eval summary: the analysis results for the el5ml instrument found that it was returned empty and locked out, but the orange indicator was noted to be beyond of its intended position. In addition, a malformed clip was received inside a plastic bag; however, no conclusion could be reached as to how the clip was malformed. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is tended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.